Event description:
Customer reported a cgm error 42, which had occurred three or more times on their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer will continue to use current pump.